Event description:
Customer reports that while running a control test, the advantage system produced a reading of 0. The result is outside the numeric range of 10-600 mg/dl of the device. No adverse event reported. Requested return of suspect device and replacement was sent.